Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 9th february 2010 and performed to specification up to the 30th march 2013. The device failed a self-test due to a low battery on the (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. The device records self-test fails due to a low battery between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The excess current drain and measurements taken would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.